Event description:
The surgical team was performing a robotic sleeve gastrectomy on patient. The green 60 stapler load, a gold 60 load, and one blue 60 load were fired by a highly experienced physician's assistant without problem. The stapler loader was an experienced scrub certified surgical technologist (cst) who has worked with staplers many times. The loads were confirmed to be the correct width for the tissue. On the fourth load, a second blue 60, the blade of the stapler caught the tissue and caused some minor bleeding. We had to open a new stapler and suction irrigator to stop the bleed, and the surgeon over sewed the entire staple load to reinforce.